Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and no additional event or device reprocessing information was reported. The event may be detected by following the instructions for use section below: ¿olympus gif-h190n operation manual chapter 3 preparation and inspection¿. ¿olympus gif-h190n reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to clogging of the nozzle; no air/water is fed. Due to wear of the angle wire; bending angle in up direction does not meet specifications. Plastic distal end cover has a scratch, adhesive around objective and light guide lens has discoloration, adhesive on bending section has a crack, and connecting tube is deformed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera lll gastrointestinal videoscope does not insufflate. During inspection and evaluation, air water nozzle blocked with foreign debris. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.